Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure involving a farawave nav catheter, faradrive sheath, and a versacross connect access solution. During the procedure, the user mentioned that after transseptal accessed was achieved, the patient was noted to have a pericardial effusion. Pericardiocentesis was performed and continuation of the ablation procedure was canceled. The patient was admitted to hospital beyond the standard of care. The event was not related to a device malfunction. The device is not expected to be returned for analysis.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure involving a farawave nav catheter, faradrive sheath, and a versacross connect access solution. During the procedure, the user mentioned that after transseptal accessed was achieved, the patient was noted to have a pericardial effusion. Pericardiocentesis was performed and continuation of the ablation procedure was canceled. The patient was admitted to hospital beyond the standard of care. The event was not related to a device malfunction. The device is not expected to be returned for analysis. It was further reported that the farawave was never inserted into the patient.